Event description:
It was reported that the patient felt difficult to exhale and was desaturating. The ventilator and tubing was replaced. It was noted that the external bacterial filter was wet. Final patient outcome was no injury. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service on the ventilator was requested. The user facility reportedly checked the ventilator after the event. It passed pre-use check and was put back into service with no issues. No ventilator parts were replaced. During user investigation, it was noted that the external bacterial filter connected to the ventilator¿s expiratory inlet was wet. Further information stated that active humidification was used and that the ventilator tubing being used did not have a water trap. Information of what type of breathing circuit or type of filter that was in use at the time was not provided. It is unknown how long the filter had been in use. The user¿s manual includes information that a water trap is recommended to be used on the expiratory tube to avoid condensation in the system when an active humidifier is used. Provided ventilator logs were reviewed. Successful pre-use check was performed prior start of ventilation. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. In conclusion, the root cause of the reported event was a clogged external bacteria filter with water, which prevented the patient from exhaling properly. There is no ventilator malfunction. H3 other text : 4117.